Event description:
The audiologist from the pt's clinic reported that the pt's cochlear implant system was producing a buzzing sound that could not be got rid of. When trying impedances a poor coupling was found.